Event description:
It was reported that an ilet user paused insulin delivery in response to a cgm trend in the 70s, consumed approximately 26 grams of carbohydrate to treat perceived hypoglycemia, then experienced hyperglycemia with fingerstick values up to 329 while also encountering a dexcom g7 pairing failed alert that was resolved by restarting the ilet and reentering the pairing code; the event involved a usage issue rather than a specific device component malfunction. Symptoms included hyperglycemia. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no device problem, with a usage problem identified consistent with improper or incorrect procedure and a missed dose due to the insulin pause; a device component term was not applicable. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.